Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that there was inappropriate inhibition of pacing. There was intermittent undersensing of premature ventricular contractions (pvc). Undersensing was noted during underlying rhythm test. The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced some pre-syncopal spells. The right ventricular (rv) lead was observed with short v-v intervals. It appeared there was oversensing of the flutter waves. Reprogramming was performed. The lead remains in use. No further patient complications have been reported as a result of this event.